Manufacturer narrative:
The lead will not be returned because it was surgically abandoned in the patient. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that an x-ray revealed this atrial lead had fractured. It was noted that the patient had previously fallen down and cut her head. The lead was surgically abandoned. No additional adverse patient effects were reported.